Event description:
Pt was implanted with click'x and was returned to operating room because ti click'x locking cap did not catch the rod. Surgeon re-tightened the locking caps, leaving them in the pt.

Manufacturer narrative:
Add'l info has been requested. Subject device remains in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. MFR date could not be determined without a lot number.